Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had no power. The reporter stated that the battery compartment was cracked and moisture was present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product /analysis on 08/03/2016 with the following findings:. Pump fails to power on. Unable to perform all test steps due to no power to pump. Moisture visible in display. Battery compartment is cracked alongside of pump. Pump case is cracked near top right corner of case. Pump leaks at battery compartment and crack in case. Pump opened and moisture damage found throughout pump. No power due to moisture damage.